Event description:
It was reported that during the farawave procedure for persistent atrial fibrillation, there was normal access for the procedure. When it came time to get access to the left atrium, it was noted the septum was very thick. After using a transseptal needle to get access into the left atrium, the physician was able to get the wire to cross but could not get the faradrive to cross the septum over the wire. The site tried a long 12 french dilator and it would not cross the septum over the wire. A non-boston scientific (bsc) sheath and was able to cross the septum. The physician then went back up with the faradrive and was not able to get it to cross the septum. At this point the physician decided to switch to using a non-bsc catheter and sheath since it is a smaller device and could cross the septum. The case was completed successfully with the non bsc device. No patient complications occurred. The device was disposed of and not expected to be returned.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.